Manufacturer narrative:
Correction: this is a correction as further evaluation determined that report # 2936999-2017-05292 is not a reportable event for the following reason: a detached cuff would be noticeable immediately upon removal from the package and would not be used. A cuff is not expected to screw or twist and this type of reported event has not resulted in any previous MDR. Medtronic is attempting to gather additional information surrounding the circumstances of the reported event. If new information is received, it will be reviewed and the reportability decision reprocessed accordingly if needed. There was no report of serious injury or harm or medical intervention to preclude serious injury. With the information currently available, this event does not meet the requirements for reportability. Standard clinical practice is to inspect and test this product prior to use which appears to have been done in this situation based on the information in the notes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was impossible to screw the cuff on the cannula. Customer indicated there was no patient involvement associated with in this event.